Event description:
While placing a trach at bedside with ICU physician and surgeon at bedside, unable to use the trach as its edge was not smooth and it was bent and the internal external balloon did not function appropriately. The patient remained stable while a new trach kit was obtained.